Event description:
The customer reported the ventilator alarmed and shut down. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer was unable to duplicate the reported problem. Review of the ventilator diagnostic log noted vent inop occurrences due to a data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The service engineer replaced the gas delivery system to address the finding. Performance verification testing was completed and passed to operating specifications.

Manufacturer narrative:
Gas delivery system.